Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a renal revascularization interventional procedure. Reportedly, when retracting the device to place the vessel locator wings against the arterial wall, resistance was felt. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The analysis of the returned device revealed the sheath splitting and thumb advancement had not been completed. The tube and sheath were advanced and slit approximately 1 inch distal of the strain relief. The vessel locator wings were in the collapsed position. Theses findings are consistent with manually collapsing the vessel locator via the safety release mechanism. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.